Event description:
The surgeon placed the endo catch bag into the abdomen through a laparoscopic port to retrieve the gall bladder. When the surgeon pulled the bag out, the gall bladder was left behind in the patient. We discovered there was a hole in the end of the endo catch bag.